Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead fracture. This rv lead was replaced. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.